Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump has a green blank screen with continuous audible alarm. No patient injury reported.

Manufacturer narrative:
Per the investigation it was found the software wasn't uploaded properly. Uploaded the software, performed preventative maintenance and all functional testing. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.